Event description:
It was reported that the patient was asymptomatic. It was noted that low biventricular stimulation with non sustained oversensing was observed on the implantable cardioverter defibrillator (ICD). The origin of the oversensing was noted to be myopotential oversensing. Programming changes were to be made in the future, at a regular follow up in clinic. The patient was stable.